Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation was extrinsically breached due to a cut. It was also noted that the distal end/electrode was covered in body tissue/fibrotic growth and blood. The analyst commented that visual summary analysis indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant procedure that the patient's right ventricular (rv) lead had high pacing impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.